Manufacturer narrative:
Additional information received indicated that the device was implanted and then explanted due to patient anatomy.

Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that this bioprosthetic mitral valve was implanted and explanted on the same day. The reason for explant is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.